Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaking reservoir. The customer's mother stated that the leak was pat both o-rings and that she noticed when insulin leaked from the bottom during filling. The customer's mother also stated that she had trouble with another reservoir when she could not push insulin back into the vial with the plunger. Nothing further was reported.